Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the device logged potential critical event codes in the memory. Physio-control evaluated the device and observed that it was unable to deliver defibrillation therapy. There was no patient use associated with the event.